Event description:
During a carotid stenting procedure, the pt suffered transient bradycardia, hypotension, and transient loss of consciousness. The hypotension was treated with neo-synephrine. The bradycardia responded to robinul and the neurological changes responded to balloon deflation. The pt is a female who is at high risk for anesthesia and surgery was enrolled in the study. The pt has a 100% occlusion of the right carotid artery. There is also a 90% occlusion of the left carotid bifurcation with calcified plaque, ulcerated and very tortuous vessel. The physician made access in the right femoral artery. An angioguard was advanced and deployed in the distal petrous portion of the internal carotid artery. With the filter in place, angioplasty and stenting of the lesion was performed. A 4mm mavik balloon was used for pre-dilation. A 9x40 precise stent was placed at the lesion and a 5mm viatek balloon was used to post-dilate. The 90% stenosis was reduced down to 10% with the intervention. During post-dilation, the adverse events of transient bradycardia, hypotension and loss of consciousness occurred and were successfully treated. Final angiograms showed food flow throughout the cerebral vessels and there were no complications.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.